Manufacturer narrative:
Account reported that the account said the uveitis resolved on (B)(6) 2014. Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with flap dislodged 3mm from 6-9 o'clock, wrinkle and striae centrally as a result in left eye one day post treatment. Patient complaint of sandy/blurry vision. No loss of best corrected visual acuity (bcva) reported. The patient commented of foreign body sensation and blurred vision. On (B)(6) 2014, account reported that patient presented on (B)(6) with bilateral uveitis and topical steroid dosage was increased. Patient complaint of light sensitivity and red eyes. No loss of bcva reported. On (B)(6) 2014, account reported that patient had a flap lift and rinse for the wrinkle/striae and that the foreign body sensation and blurry vision resolved. They also reported that the uveitis, the light sensitivity and red eyes resolved with flap lift and increased steroid eye drops. No vision loss reported.